Manufacturer narrative:
H10: additional narrative: the customer reported that the device(mu-631ra; sn:(B)(6)) force discharged when they tried to take the nibp. Service requested: troubleshooting service provided: troubleshooting investigation result: the root cause of the issue was unable to be determined. The device was tested few times by the biomed and the issue was not duplicated. A review of service history of device (mu-631ra;sn:(B)(6)) found no similar previously reported issue. No other issue of forced discharged by the mu-631pa;sn:(B)(6) was reported subsequent to this issue. This indicates that the issue might have occurred as a result of user error. No similar complaints using search term "device forced discharged" were found. The device was in use with a patient and there was no reported harm.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) discharged a patient while trying to take an nibp reading.

Manufacturer narrative:
The bme tested the device on himself several times and could not duplicate the event. This was most likely due to user error. They will call back if it happens again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) discharged a patient while trying to take an nibp reading.